Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touchscreen not working. No patient involvement / harm.

Manufacturer narrative:
.